Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was in the clinic for an unrelated emergency involving a plastic object lodged in his ear canal, during which an implant failure was incidentally discovered. Despite electrode stimulation, no response was observed. The user was re-implanted with a new device on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user was in the clinic for an unrelated emergency involving a plastic object lodged in his ear canal, during which an implant failure was incidentally discovered. Despite electrode stimulation, no response was observed. The user was re-implanted.